Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were less responsive. Blood glucose was unknown. Customer also reported that insulin squirt faster on priming and screen was difficult to read. Customer was also reported that insulin pump had no delivery alarm and rewind was longer. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify rewind, low battery alarm, no excessive no delivery/occlusion alarm, a33 alarm and un response button due to blank display. Moisture damage keypad traces during visual inspection. Device received with cracked case at the display window corners,